Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was later reported that the pump stopped working and the patient started experiencing withdrawal symptoms. The patient¿s pain was ¿really bad¿. The pump still had 11 months of life left when the incident occurred. At the time of the report, the patient was getting good therapy. The device system was used to deliver dilaudid 10mg/ml at 3.849mg/day, fentanyl 2000mcg/ml at 769.8mcg/day, bupivacaine 30mg/ml at 11.547mg/day and baclofen 215mcg/ml at 82.37mcg/day.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2013 for withdrawal. The pump was replaced on (B)(6) 2013 and as of the report date, the patient was ¿doing great¿. The reporter was not aware of any troubleshooting that was performed. They did get good csf back flow when they replaced the pump and the original catheter was left intact. The pump device was used to deliver baclofen, dilaudid, bupivicaine and fentanyl.

Manufacturer narrative:
(B)(4).